Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported charring. The pump was returned to the biomedical department from the nursery with a report that the ac power cord was burned from the edge that plugs directly into the pump with visible charring noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.